Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty removing the gripper lines. It was reported that the patient underwent a tricuspid procedure on 11/27/2018. The mitraclip xtr was placed on the anterior and septal leaflets and the tr was reduced from grade 4 to grade 1-2. The clip was deployed and it was noted that the clip was tilted about 45 degrees when compared to the clip delivery system, but the clip was stable on the leaflets. The gripper line was removed with slight resistance. After removal of the line, it was noted that the clip was tilting about 90 degrees. And the gripper line was twisted. It was noted that both leaflets were fully inserted in the clip and the tr remained at grade 1-2. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no other incidents reported for difficulty removing the gripper line or twisting of the gripper line. It should be noted that the mitraclip instructions for use, states under the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. The use of the device to treat the tricuspid valve did not likely contribute to the reported difficulties. All available information was investigated, and a definite cause for the reported difficulty removing the gripper line could not be determined. The reported twisting of the gripper line and irregular appearance appears to be a result of the difficulty removing the gripper line; therefore, related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.